Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the screen was broken and that it did not respond to the stylus touch pen and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's screen was broken and that it did not respond to the stylus touch pen. The programmer was returned for service. There was no patient involvement.